Manufacturer narrative:
The insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failure alarm confirmed in pump history (variable info = 3) due to broken trace at pin # 6 on u1 keypad assembly.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure. The customer¿s blood glucose was 132 mmol/l at the time of incident. The troubleshooting was performed and reported that they were able to clear the alarm and rewind the insulin pump. The customer was also reported that the self test was passed. The customer was also advised that the insulin pump will be replaced and refer to back up plan. The insulin pump will be returned for analysis.